Event description:
It was reported that after biopsy procedure, the patient allegedly experienced a hematoma. However, the cause of the hematoma was not due to a device malfunction. It was further reported that initially the hematoma was treated with a pressure bandage and ice. Reportedly, the patient returned to the surgeon to further treat the hematoma and it was surgically excised. The status of the patient was reported to be stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for evaluation. The first and second photo shows that a patient's breast is affected however it is unknown if the affected region is a hematoma. It is unknown whether procedural issues contributed to it and also no objective evidence was provided. Based on the photo review, the reported issue and also for the annex e code issue cannot be confirmed. Therefore, the investigation is inconclusive for the reported issue as no objective evidence was provided for review. A definitive root cause for the alleged issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Per the instructions for use potential complications, potential complications to the region surrounding the biopsy site and include hematoma, lymphedema, hemorrahage, infection, non-healing wound, pain, nerve injury, and tissue adherence to the bd elevation probe while removing it from the breast. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after biopsy procedure, the patient allegedly experienced a hematoma. However, the cause of the hematoma was not due to a device malfunction. It was further reported that initially the hematoma was treated with a pressure bandage and ice. Reportedly, the patient returned to the surgeon to further treat the hematoma and it was surgically excised. The status of the patient was reported to be stable.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Device not returned.

Event description:
It was reported that after biopsy procedure, patient allegedly experienced hematoma. However, the cause of hematoma was not due to the device malfunction. It was further reported that initially the hematoma was treated with a pressure bandage and ice. Reportedly, the patient went to a surgeon to further treat the hematoma and it was surgically excised. There was no reported patient injury.